Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device, the balloon was found unfolded ad with traces of blood. No abnormalities were found on the welding site or shaft (such as kinks, stretches etc.). The guidewire lumen was then successfully flushed and a guidewire 0.035" was advanced from the tip to the hub, no resistance was encountered during this procedure. A purging test was performed (applying negative pressure to the device): the test passed because no bubbles came up in the syringe. Finally the balloon was inflated and at 4 bar the device starts leaking. A magnification at the microscope shows a pinhole approximately above the distal marker. (B)(4)

Event description:
Physician was attempting to treat a lesion in the proximal sfa using admiral xtreme dilatation balloon catheter. It was reported that the balloon failed to inflate during inflation attempt and then a pin hole leak was noted. The lesion was not dilated. Balloon failed to inflate on first inflation attempt and normal pressure was applied. No excessive force was used during device delivery. The device was removed from packaging, inspected and prepped as per IFU with no issues noted. Physician used same size admiral xtreme device to complete the procedure. There was no injury to patient or clinical sequelae reported for this event.